Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced cardiac tamponade due to perforation from the implantable pacing lead. The lead was re-positioned and remains in use and drainage was performed . It was also noted that the physician recommended that the helix should be made shorter and the lead should be softer to prevent future issues with this lead type. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).